Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) was 158 mg/dl and a bolus was delivered to address the bg level. During a system check, the occlusion was found to be within the cartridge. The customer changed the supplies on the pump.